Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 210 and overvoltage) was due to a defective u1005 and u1004 component on the computer/analog board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 210 and had an overvoltage set.